Event description:
It was reported that the ventricular assist device (vad) patient had acute to chronic renal failure. The patient presented with no urine congestion and no suspicious kidney lesions however there was creatinine increase, anuria and hyperkalemia. Nephrology was consulted and a urine status/sediment was performed. Dialysis was started due to anuria and increasing retention values. As a result of change of acute to chronic renal failure, intermittent hemodialysis was performed. The patient recovered and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from (B)(6) study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced acute to chronic renal failure. The patient presented with a creatinine increase, anuria, and hyperkalemia. Dialysis was started due to anuria and increasing retention values, and, as a result of the change from acute to chronic renal failure, intermittent hemodialysis was performed. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.